Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that patient had high blood glucose level due to pump wasn¿t delivering insulin. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. Patient¿s current blood glucose was 300 mg/dl. Customer reported the following symptoms related to their high blood glucose level: lethargic, dehydrated, visual changes, leg pains and sick. Customer reported that they was admitted into hospital as a result of high blood glucose level. Customer reported time and date of hospitalization was: (B)(6) 2017, 12:00 am. Customer reported cause of hospitalization was diabetic ketoacidosis. Customer reported outcome of the hospitalization was lowered down blood glucose.. Customer was wearing the pump at the time of hospitalization. Patient changed the last infusion set on (B)(6) 2017. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir, possible site/insulin issues and check their settings. Pump unable to perform hp test. Customer reported that they treated with the pump and IV drip at hospital. The pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.